Manufacturer narrative:
Device has not been returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Base on the problem description, this was likely a solvent bond leak. Larger od tubing corrective action implemented (B)(6) 2020. Lot hx8487 was manufactured prior to the implementation of corrective action. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the connection below the drip chamber and tubing during use. No injury was reported.